Event description:
It was reported that an arteriotomy closure of the mildly tortuous right common femoral artery was attempted using a proglide device with an 8f sheath after a coronary interventional procedure. Reportedly, a suture break occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture break was not confirmed as the suture was not returned with the device. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.